Event description:
The pt reported loss of paresthesia. During a programming session, high impedances were observed. The surgeon implanted the pt with a new advanced bionics spinal cord stimulator system.